Event description:
It was reported through the results of a clinical trial that approximately ten days post vena cava filter placement procedure, the filter struts bent and unable to retrieve. It was further reported that patient was diagnosed with deep vein thrombosis. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported material deformation and difficult to remove issues as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Medical device expiry date: 04/2019.